Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported in two separate instances, the gas flow valve broke on a universal seal instrument. In the middle of the procedure the insufflation gas broke off and they lost gas pressure. They had to get a replacement universal seal.